Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2009 (B)(6); 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient's ICD met elective replacement indicator (eri) and was suspected of premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.